Event description:
It was reported that in the ICU, five days after the catheter was placed in the pt¿s right internal jugular vein, a leak was found at the insertion site. As a result, the catheter was removed and replaced without issue. When the leak was found, the insertion depth was checked with a chest x-ray. The catheter was secured at 13 cm from the distal tip with catheter clamp and the x-ray confirmed that the catheter had not moved. There was no reported delay, death, and complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.